Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 116" messages and failed to power up in battery power. Complainant indicated that there was no pt involvement in the reported malfunction.